Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a broken plate and ten screws on (B)(6) 2015. The original implant date was (B)(6)2015 during an open reduction internal fixation of a left distal one-third humerus fracture with an intra-articular split. The synthes sales consultant was informed by the surgeon on (B)(6)2015 of the planned revision; however, there was no indication of the reason for the planned revision and no allegation of product complaint at that time. The broken plate was discovered during the revision surgery on (B)(6) 2015. The plate broke at the junction between the 2.7mm holes and the first of the 3.5mm combo holes; the screws were intact. The devices were removed, the fracture was reduced, and another plate implanted. The procedure was successfully completed with no surgical delay. This report is 1 of 1 for com-(B)(4).